Event description:
A healthcare professional reported that the surgeon concerns about the system with off center laser treatments resulting in a decentered flap in the unknown eye of a patient, during surgery. There are multiple related reports for this facility. This report addresses the multiple patients, unknown eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Within the preventive maintenance (pm) program, the device was regularly serviced. Based on the current report, the local field service engineer performed a site visit where the reported issue was confirmed. To correct the issue, the articulated arm was replaced and the xy scanner was adjusted. A complete device check showed the device was functional after the service. As the issue nevertheless re-occurred, the field service engineer performed a second site visit, where among others the xy scanner was replaced. Additionally, a preventive maintenance service was performed. After this action, the field service engineer reported that the issue was resolved and did not re-occur. The exchanged xy scanner was installed in the associated device about a month before the reported events. The review of logfile for the treatment day shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The ablation check image already shows a shift to the right but is still within specifications. Reviewing the ablation check images of the previous days, the ablation gradually/stepwise drifted to the right starting approximately mid november. The treatment of the patient's right eye was finished successfully. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The provided data was also assessed by representatives of the service department and it was determined that the ablation pattern drifting to the right is a clear indication of issues with the xy scanner. Further assessment revealed that the most likely issue with the xy scanner was that the motor that controls the x-direction was not screwed down properly resulting in a loose connection that would allow the drifting of the ablation pattern. The root cause for the insufficient connection tightness cannot be identified anymore after handling of the component and the situation that led to it cannot be reconstructed anymore. The root cause of the reported issue could not be determined conclusively as outlined above. The manufacturer internal reference number is: (B)(4).